Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device could not be interrogated and there was no communication possible. A software download was not successful.